Manufacturer narrative:
The Electrosurgical Unit (ESU/Generator) was thoroughly inspected/tested (Note: The Neutral Electrode was disposed of after the procedure and therefore, was not available for an examination.). The evaluation of the Unit included an electrical safety check, a functional check of each of the equipment's features, and a power output check. The ESU was/is within specifications, and all features were/are functioning properly. Additionally, no anomalies were found in the Device History Record of the (DHR) of the involved Generator. In conclusion, no equipment problem was found that could have caused or contributed to the patient incident.Based upon the limited information provided and the Neutral Electrode (NE) not being evaluated, no determination could be made as to the cause(s) of event. Nevertheless, there are many warnings in the Generator's User Manual as well as the NE's Notes On Use addressing the mitigation of Pad burns. Erbe USA, Inc. is now closing the file on this incident.

Event description:
It was reported that a patient incident occurred with the Erbe Electrosurgical Unit (ESU/Generator) during a Left Hip Total Hip Replacement (TEP). The ESU was used with an Erbe Electrode Safety SYstem (NESSY) Omega Neutral Electrode (Part Number: 20193-082, Lot Number: Information Not Provided). The Neutral Electrode (NE) is also referred to as a Return Electrode, Patient or Grounding Pad, Patient Plate, etc. No other information was provided regarding any other accessory used during the surgery or the settings employed. According to the report, a third degree burn measuring approximately 10 cm2 occurred beneath the equipotential ring of the NE (Note: Photographic documentation of the lesion was provided to Erbe.). No information was given regarding if or how the patient's burn was treated.